Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump indicated a data log corruption and an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Customer's blood glucose was 218 mg/dl.